Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the upper gastrointestinal (gi) during an endoscopic variceal ligation (evl) procedure performed on (B)(6), 2020. According to the complainant, prior to the procedure, the trip wire on the handle was cut off when the device was mounted onto the scope. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable issue of tripwire detached. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned for analysis. It was possible to observe that the trip wire was not broken; it was partially rolled in the handle assembly and was placed around the handle post, but it was not properly secured in the handle slot. It was also noted that the slack on the trip wire was not properly removed during the device setup. A crimp was present on the tripwire. The suture was broken with one section attached to the distal trip wire loop and the other section was attached to the ligator head. An evidence that the suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. It was noted that the ligator head was returned with all bands attached and these bands were properly placed in the ligator head. The suture hole was in good condition and no damages were observed. The ligator head teeth were undamaged. Additionally, the velcro strap was broken and the broken ends had evidence of stretching, indicating the component was under a tensile force. A functional evaluation was performed by rotating the handle knob 180 degrees; however, it was noted that it could not be rotated due to the trip wire not properly secured in the handle assembly slot. No visible issue was noted on the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as trip wire was not properly secured in the handle assembly and the slack on the trip wire was not properly removed, indicated in the step 4,7 and 8.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the upper gastrointestinal (gi) during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the trip wire on the handle was cut off when the device was mounted onto the scope. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.